Event description:
It was reported the distal cover detached from the scope. After a completed diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure; the disposable part of the scope (plastic distal cover) was missing and was later found to have come loose in the mouth; which was then recovered. There were no reports of patient harm. There was no delay in the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined; however, its possible that the cover became detached since it was not attached properly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.